Manufacturer narrative:
The driver is provided to customers within a sterile kit (sk12) and marked single use. The UDI referenced is for the sterile kit, sk12, the product is distributed within. The possible device history records were reviewed and no issues during the manufacture or release of the product were identified that could have contributed to the problem reported. Although no evaluation could be completed as the product was not returned to the manufacturer, the cause is most likely due to applying excessive torque to the driver after the screw was completely seated. The surgical technique, includes a statement regarding the proper method for inserting screws into a plate: "caution: use care not to over-tighten once the screw head locks into the plate, as this can result in stripping of the screw head or deforming the driver tip." Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
During a bunion procedure, the tip of the driver (1405-2127) broke off and was retained in the head of the screw that was implanted in the patient. There was a backup device available for use and successful completion of the surgery without delay. No other patient outcomes were reported.